Manufacturer narrative:
(B)(4). Second lot number provided: v41eoc.

Event description:
It was reported that during a gastric bypass, the knife continued cutting but the staples were not formed in a b shape. Sewing was necessary. No pt consequence.